Event description:
Information was received from the patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. It was reported that the patient stated it had been taking a long time to connect to the pump. Patient stated it started probably about 2 weeks ago and had gotten worse. Patient mentioned they lost weight and would like to move around. Patient said they stayed at 90% for 7 minutes and then got to 90% again. Patient then said this morning they could not get the communicator to turn on after they did the bolus and the nurse said to call right away because it would not turn on at all. Agent had patient reset communicator and that did not reset. Patient stated she already tried a new cord. Communicator had no response to any cord. Agent reviewed 90% lag and walked patient through clearing data. The issue was not resolved through troubleshooting. A request was sent to the repair department.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software product ID hh9020tdd serial# (B)(6) section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.